Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving continuous renal replacement therapy, using a thermax blood warmer and prismax machine. It was further reported that the thermax device did not increase the temperature above 36 °c., and the patient experienced hypothermia (no temperature readings were reported). The nursing staff reported that a thermax disposable collapsed alarm was generated and the thermax ¿would not heat¿ (was set to 36.5 °c). Additionally, the thermax cover open alarm was generated and could not be cleared. Treatment was discontinued and the extracorporeal blood was not returned to the patient. According to the reporter, the patient¿s hemoglobin was already low, and a blood transfusion was required. No additional information is available.